Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, junctions between optics and haptics appeared sparkly or corroded. Lens did not have to be explanted and no patient impairment. The surgeon was unwilling to provide further information.

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The product was not returned. The reported product lot number was not provided. Lot specific reviews for similar complaints or non-conformances could not be conducted. However, before production release, each device history record is reviewed to ensure that the product met the required specifications and release criteria. A non-qualified viscoelastic was indicated. The root cause for the reported haptic junction issue may be related to a failure to follow the (instructions for use) IFU. A non-qualified viscoelastic was indicated. The IFU instructs: during device preparation and implantation of the company iol with the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Information was provided that the iols were implanted normally and were stable. No patient impairment, serial numbers/patients were not provided. The customer declined being contacted. The manufacturer internal reference number is: (B)(4).